Event description:
The customer reported that they received an erroneous result for one patient sample tested for human chorionic gonadotropin, stat (short turn around time). The sample initially resulted as 25.14 uiu/ml accompanied by a data flag and this value was reported outside of the laboratory. The result was questioned by a nurse who thought the result should be negative. The sample was then repeated and resulted as 0.500 uiu/ml accompanied by a data flag. The sample was repeated a second time, resulting as 0.500 uiu/ml accompanied by a data flag. The repeat result was believed to be correct. The patient was not adversely affected by the event. The human chorionic gonadotropin stat reagent lot number was 17011701 with an expiration date of 02/28/2014. The customer thinks that the high result was caused by sample carryover since there was a patient sample run just prior to the complained sample and it had a high result. The field service representative determined that the issue was caused by the sipper probe. He cleaned the sipper probe. He found the analyzer to be performing within specifications. The customer ran calibrations and quality controls and were satisfied with the quality control results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.